Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, that the customer had high blood glucose of 511 mg/dl. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis. Customer stated that he had a problem with the pump, as caller states that data was lost. The insulin pump will not be returned for analysis.